Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old caucasian female patient underwent a breast augmentation revision with two 400cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 3 on the right and baker grade 2 on the left) post-operatively. The patient mentioned that the right side ¿bubbled up¿ and looked really high. The patient reported soreness on the armpits and the body being extremely sore. As a result, the patient is to undergo device explantation on (B)(6) 2024. This report is for the left side device.

Manufacturer narrative:
On april 02, 2024, the mentor failure analysis lab has received the device for evaluation. On april 08, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sx mpp gel 400cc breast implant was found ruptured. In addition, siltex cracking was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 13, 2024, mentor received additional information regarding the patient's diagnosis. The patient reported that that the healthcare provider showed the patient pictures of the breast implant and that it showed to be ruptured. On march 29, 2024, the healthcare provider called mentor to confirm the breast prosthesis was found to be ruptured during the surgery. Code a0412-material rupture was added in section h6-medical device problem code to document this additional information. Manufacturer¿s reference number: (B)(4).